Event description:
The customer received questionable results for multiple assays for multiple patients since (B)(6) 2013. Of the data provided only the following results were discrepant. Patient sample 1 initial estradiol result was 94.74 pg/ml and the repeat result was 1594 pg/ml. On (B)(6) 2013, patient sample 2 initial intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result was 0.1 miu/ml. The repeat result was 5.56 miu/ml. The initial results were reported outside the laboratory and were questioned by the doctor. The repeat results were believed to be correct. The patients were not adversely affected. The estradiol reagent lot number was 17367701 with an expiration date of 09/30/2014. The hcg+ss reagent lot number was 17326805 with an expiration date of 10/31/2014. The field service representative found there was a misadjusted sample probe. He adjusted and realigned the sample probe "z" setting. He checked all alignment settings for the sample probe and sipper probe. He ran a successful assay performance check with all results within operating specification. The customer initiated a quality control run with all results within account specified ranges. The customer ran numerous specimens in duplicate with no anomalies observed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.